Event description:
The tech alleged the bed exit would not call the nurses' station but alarms at the bed. No pt impact.

Manufacturer narrative:
No further info is available on the repair of the bed at this time.